Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedure recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. Review of the downloaded data does not indicate any arrhythmia detection or any treatment around the time of the reported event. Review of the downloaded data does not indicate any arrhythmia detection or any treatment around the time of the reported event. There was also no reported gel release and no evidence of gel release in the downloaded data. The cause of the reported multiple shocks cannot be positively identified.

Event description:
A us distributor contacted zoll to report that a patient was 'shocked multiple times' by the lifevest while the patient was conscious and alert. The lifevest reportedly was 'throwing the patient across the bed'. The patient was reportedly not pressing the response buttons at the time. It is unknown why the patient was not pressing the response buttons. The patient was reportedly in 'severe pain from the middle of his shoulders under the therapy pads and shooting down this back'. Ems was contacted and reported that they believed 'the patient's device was malfunctioning as it shocked the patient over 100 times'. Ems removed the device and placed the patient on their cardiac monitor. The patient was taken to the hospital via ems. Review of the downloaded data does not indicate any arrhythmia detection or any treatment around the time of the reported event. Review of the downloaded data does not indicate any arrhythmia detection or any treatment around the time of the reported event. There was also no reported gel release and no evidence of gel release in the downloaded data. There is no information currently available to suggest that the patient required medical intervention while at the hospital. It is also unknown at this time if the patient was admitted to the hospital or if the patient required medical intervention while at the hospital. The medical outcome of the patient is unknown at this time. Attempts are being made to gather additional information.